Event description:
It was reported that in-stent thrombosis occurred requiring additional intervention. Two 6mm x 150mm, 130 cm eluvia drug-eluting vascular stent systems were selected for use in a stenting procedure to treat a long superficial femoral artery occlusion. The stents were implanted, and the final images looked good. However, a follow-up check was performed the next day, and it was observed that the stents were occluded. An open surgery with bypass was performed. There were no further patient complications as a result of this event, and the patient fully recovered.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6).